Event description:
It was reported that the right atrial (ra) lead was dislodged and had high thresholds. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drg implantable cardioverter defibrillator 2013-(B)(6), 694758 implantable tachy lead 2013-(B)(6), (B)(4).